Manufacturer narrative:
Isi received the mbf instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/ confirmed the reported complaint. The instrument failed the electrical continuity test. There was no obvious damage to the conductor wires. The mbf instrument was retested and one of the blades failed continuity, while the other passed. The instrument housing was removed and the grip cables and wire were removed from the instrument tube. The conductor wire was broken at the bottom of the housing at the junction of the housing and the proximal end of the instrument tube. The failed continuity test was a result of the broken conductor wire. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 13 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps (mbf) instrument did not supply power. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 21-oct-2021 and obtained the following additional information: for data protection reasons, patient data cannot be shared.